Event description:
A customer reported that air leaks into the pt's eye from the 3 way tap when fluid on is selected. The cassette was used the entire case and the problem was noticed during the end of the case. The doctor continued with the case and completed the procedure without any harm to the pt.

Manufacturer narrative:
A sample has been received and is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).